Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing on the left ventricular (lv) lead channel which led to pacing inhibition. Technical services (ts) was consulted, and the sensing thresholds were increased, which solved the oversensing. No adverse patient effects were reported. This device remains in service.